Event description:
Reportedly, on (B)(6) 2017, the crt-d was implanted and connected to the already implanted leads. Remote follow-ups showed noise detected on recorded episodes. One week in-site follow-up was scheduled. Preliminary analysis revealed that lead issues and/or connection issues at both the atrial and right ventricular levels were suspected. Following the recommendations sent on 3 december 2018, re-intervention was performed on (B)(6) 2018. The right ventricular and atrial leads were unscrewed and tested with a pacing system analyzer (psa). A mechanical test was then performed and the same egms were observed on both channels. The right ventricular lead was replaced and the previously implanted lead was abandoned in the patient's body, while the atrial lead was reconnected to the subject crt-d. During the follow-up on (B)(6) 2018, some noise was observed on the atrial channel. On (B)(6) 2018, the patient had an atrial arrhythmia and normal follow-up data was observed. The next follow-up was scheduled for (B)(6) 2018.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2017, the crt-d was implanted and connected to the already implanted leads. Remote follow-ups showed noise detected on recorded episodes. One week in-site follow-up was scheduled. Preliminary analysis revealed that lead issues and/or connection issues at both the atrial and right ventricular levels were suspected. Following the recommendations sent on (B)(6) 2018, re-intervention was performed on (B)(6) 2018. The right ventricular and atrial leads were unscrewed and tested with a pacing system analyzer (psa). A mechanical test was then performed and the same egms were observed on both channels. The right ventricular lead was replaced and the previously implanted lead was abandoned in the patient's body, while the atrial lead was reconnected to the subject crt-d. During the follow-up on (B)(6) 2018, some noise was observed on the atrial channel. On (B)(6) 2018, the patient had an atrial arrhythmia and normal follow-up data was observed. The next follow-up was scheduled for (B)(6) 2018.

Event description:
Reportedly, on 20 january 2017, the crt-d was implanted and connected to the already implanted leads. Remote follow-ups showed noise detected on recorded episodes. One week in-site follow-up was scheduled. Preliminary analysis revealed that lead issues and/or connection issues at both the atrial and right ventricular levels were suspected. Following the recommendations sent on 3 december 2018, re-intervention was performed on (B)(6) 2018. The right ventricular and atrial leads were unscrewed and tested with a pacing system analyzer (psa). A mechanical test was then performed and the same egms were observed on both channels. The right ventricular lead was replaced and the previously implanted lead was abandoned in the patient's body, while the atrial lead was reconnected to the subject crt-d. During the follow-up on (B)(6) 2018, some noise was observed on the atrial channel. On (B)(6) 2018, the patient had an atrial arrhythmia and normal follow-up data was observed. The next follow-up was scheduled for (B)(6) 2018.

Manufacturer narrative:
Preliminary analysis revealed that non-physiological signals were observed on the atrial channel after the re-intervention and the lead reconnection. The most probable hypothesis to explain the observed behavior is an atrial lead issue.